Manufacturer narrative:
The suspect device was not returned. A device eval is not available, and the reported mislabeling could not be confirmed. A search of the complaint database identified three add'l complaints for lot 11712923. The three add'l complaints were for the same issue, and one was from the same customer (refer to associated MFR report). A review of the device history record revealed one event where the wrong label was attached. An investigation is in progress to address this issue. The may 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Notes: the date of event is unk. This report pertains to the second of two events. Refer to MFR report # 3009055803-2008-00888 for a description of the first event. In 2008, it was reported to boston scientific corp that an endovive safety peg kit was mislabeled. No pt was involved in the event. According to the complainant, during unpacking, the user noticed that the outer box had the correct product name, but inner package was labeled differently.